Event description:
It was reported that (B)(6)-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of an unknown mentor gel breast implant prosthesis. Post-operatively, the patient stated that she experienced a rupture to one prosthesis, but the affected side was unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Information is provided for the left and right implants, as the affected side is unknown with current information. Several follow-ups have been conducted, yet no clarifying information was made available. Supplemental information will be submitted if any information is received.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both lots, and no anomalies were found related to this complaint. In addition, the mre verifies that the devices were manufactured in accordance with documented specification and procedures. A manufacturing record evaluation was performed for the finished device 6520877 number, and no non-conformances were identified. This is for the left implant. Manufacturing date: 07/nov/2011. Expiration date: 30/nov/2016. A manufacturing record evaluation was performed for the finished device 6513002 number, and no non-conformances were identified. This is for the right implant. Manufacturing date: 11/oct/2011. Expiration date: 31/oct/2016. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both lots, and no anomalies were found related to this complaint. In addition, the mre verifies that the devices were manufactured in accordance with documented specification and procedures. A manufacturing record evaluation was performed for the finished device 6520877 number, and no non-conformances were identified. This is for the left implant. Manufacturing date: 07/nov/2011. Expiration date: 30/nov/2016. A manufacturing record evaluation was performed for the finished device 6513002 number, and no non-conformances were identified. This is for the right implant. Manufacturing date: 11/oct/2011. Expiration date: 31/oct/2016. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6)-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of an unknown mentor gel breast implant prosthesis. Post-operatively, the patient stated that she experienced a rupture to one prosthesis, but the affected side was unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Information is provided for the left and right implants, as the affected side is unknown with current information. Several follow-ups have been conducted, yet no clarifying information was made available. Supplemental information will be submitted if any information is received.